Manufacturer narrative:
Upon receiving the device involved in the MDR event from the distributor, nakanishi conducted a failure analysis of the returned device [report no. (B)(4).]. These activities are described in more detail below. Methodology used: a) nakanishi examined the device history record and the repair history for the subject z95l device [dbkz0685]. There were no problems observed during manufacturing or testing noted in the DHR. There were no records indicating nakanishi (the manufacturer) repaired the device since the device was shipped. Nakanishi received the repair records from nsk america (the distributor), which included the detailed information about the repair nsk america carried out. Nakanishi kept the repair record in a file. B) nakanishi conducted a visual inspection of the returned device and observed that the bur returned together with the handpiece was deformed. Identification of the specific failure mode(s) and/or mechanism(s) of the associated device components was conducted as follows: a) nakanishi measured the length of the bur and the diameter of the working portion of the bur used at the time of the event and observed values out of device specifications. The length of the bur: 25.085mm (specification: 25.00mm) the diameter of the working portion: 2.234mm (specification: 2.00mm) b) nakanishi disassembled the handpiece and performed a visual inspection of the inside parts. Nakanishi did not observe any abnormalities. C) nakanishi took photographs of all the disassembled parts and kept them in the investigation report no. (B)(4). Conclusions reached based on the investigation and analysis results: a) nakanishi identified that the cause of the reported patient's injury, based on what nakanishi observed in the visual inspection, was the use of the out-of-specification bur, which caused abnormal vibration during cutting. B) misuse by the user led to the above issue, which contributed to the reported injury. C) in order to prevent a recurrence of the patient's injury, nakanishi took the following actions: c.1) nakanishi reviewed the operation manual and reconfirmed the clarity and understandability of the instructions. C.2) nakanishi reported the above evaluation results to the distributor and directed the distributor to remind the user of the importance of using the device as instructed in the operation manual.

Manufacturer narrative:
The same adverse event in this report has been reported to the FDA separately by the distributor, nsk america corporation, under report number 1422375-2023-00021the dentist refused to provide information about the patient's ethnicity.

Event description:
On july 1, 2023, nakanishi became aware of a malfunction of a nsk handpiece through a complaint input into the complaint database by a distributor (nsk america). Details are as follows: the event occurred on (B)(6) 2023. A dentist was cutting bone during an oral surgery procedure on a patient using the z95l handpiece (serial no. (B)(6) ). During the procedure, the bur grabbed in the handpiece , bent, and kicked out of the patient's mouth resulting in a puncture wound at the corner of the patient's lip. No medical treatment was required at the time of the injury.